Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Investigation summary for the photo analysis was completed on 4/13/2021: an analysis was performed on the pictures provided by the customer. According to pictures, the third electrode was observed displaced from its place and approaching the second electrode. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint regarding the electrode movement was confirmed from the photo analysis. This investigation was performed based only on the photo provided as the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath small and there was electrode damage without foreign material with sharp rough edges reported. The scrub technician reported resistance with the sheath when attempting to remove it from the patient's groin at the end of the procedure. The physician confirmed via fluoroscopy that there was no curve to the sheath, and it was still in the vein. The physician advanced the sheath and wire into the sheath to confirm there was no curve and it was in the vein. The physician then gradually rotated the sheath until it was successfully removed from the body. While inspecting the sheath it was noted that the 3rd electrode had migrated to the second electrode. The caller stated that the electrode was "flared up" and was catching on the patient's skin when they were trying to remove it from the body. While the technician was visually inspecting the sheath, outside of the patient's body, the second electrode broke. The break in the second electrode occurred outside of the patient's body and the electrode was still attached to the sheath. There was no patient consequence. Additional information: there was no occlusion when irrigating the sheath, the sheath appeared open. The catheter was able to be moved through the sheath and the curve of the catheter was not stuck/jammed in a full deflected position. The knob/piston was able to be turned and/or pushed up and down and no wires being exposed. The resistance with the sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance was encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The electrode ring issue was assessed as a MDR reportable electrode damaged without foreign material with sharp rough edges.

Manufacturer narrative:
Initially this event was assessed that there was a resistance with sheath (device-device incompatibility-a1702) issue and an electrode damaged without foreign material sharp rough edges (material protrusion/extrusion-a0411) issue that occurred in this procedure. However, during further review on 5/5/2021, the coding was reassessed as the entire event issue was assessed as being covered under the coding of electrode damaged without foreign material sharp rough edges (material protrusion/extrusion-a0411). Therefore, please remove "device-device incompatibility-a1702" under "h6. Medical device problem code." Initially, the lot number was not known. However, during the device evaluation, the lot number was retrieved. Therefore, updated d 4. Lot, d 4. Expiration date and h 4. Device manufacture date fields. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was electrode damage without foreign material with sharp rough edges reported. The device evaluation was completed on 5/12/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a functional evaluation of the returned device. Visual analysis revealed that the electrodes were damaged with no exposed wires. Also, sharp edges were observed due to lifted electrodes. Three electrodes were damaged and one of them was missing. This issue could have happened due to excessive force or manipulation; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number pc-(B)(4).